Event description:
Device implanted in 1st toe in 2007. Removed two months later because silicone stem had broken near sphere. Surgeon threw explanted product away. Patient allegedly compliant with post-operative footwear. Review of device history record shows no anomalies. No similar complaints for this product in 2007.

Manufacturer narrative:
Device will not be returned for evaluation. Was thrown away by doctor. He has been asked to return any affected product should he experience any problems in the future, so we can study and investigate more thoroughly.